Event description:
This device was explanted because it was reported that the patient was cardioverted with the electrode placed over the device and when a shock was delivered it disrupted the circuitry of the device. A new esprit was implanted.

Manufacturer narrative:
(B)(4), 2011.the device was not returned for analysis.since the device was not returned, it is not possible to determine which electronic componenets of the device have been damaged by the electric discharge. However, this is a well known complication, as described in the labeling.(B)(4): device was not returned.